Event description:
It was reported that the patient present on day five post-implant. A chest x-ray revealed right atrial lead perforation. Further evaluation found that the lead exhibited high pacing impedance, failure to sense, and no capture. The lead was successfully repositioned on (B)(6) 2023. The patient was stable.